Manufacturer narrative:
Concomitant medical products: product ID: 8709sc; serial#: (B)(4); implanted: (B)(6) 2008; explanted: (B)(6) 2020; product type: catheter. Product ID: 8578; serial#: (B)(4); implanted: (B)(6) 2014; explanted: (B)(6) 2020; product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 05-dec-2009, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 26-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving gablofen 2000 mcg/ml for a total dose of 681.5 mcg/day via an implantable pump. It was reported the patient presented with increased tightness. The infusion rate was increased accordingly. On (B)(6) 2017, the rate as increased from 416 mcg/day to 436 mcg/day. On (B)(6) 2018, the rate was increased to 491 mcg/day. On (B)(6) 2019, the rate was increased from 568 mcg/day to 598 mcg/day. Factors that may have led, or contributed to the issue included the patient was very physically active. No diagnostics, or troubleshooting was performed. It was noted 14cm of the spinal segment remained implanted intrathecally. 2.6cm of the spinal segment of the original 37.9cm implanted was removed and 21.3 cm remains unused and implanted in the left flank as the catheter was broken in two places. It was noted it was broken 2cm above the pin connector for the sutureless connector and just below the anchor. Surgical intervention occurred on (B)(6) 2020 where a new 8596sc was spliced onto existing segment without a v-wing anchor. The existing 8709sc was found to have two locations where it was fractured. It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury. Known medications being taken at time of event was oral baclofen as needed. The patient's medical history included cerebral palsy. It was noted the baclofen pump infusion rate was restarted at 200 mcg/day post operatively. The event date was (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
H3: analysis of the model 8578 catheter revealed a non-significant anomaly regarding the catheter body having been deformed in shape and or having an abrasion which did not affect infusion in the laboratory. Analysis of the model 8709sc catheter revealed a broken catheter body and hole caused by a deep abrasion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.